Manufacturer narrative:
Due to character limitation, below field are added from e.1.: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during intra-aortic balloon (iab) therapy, cardiosave experienced a gas loss alarm and condensation. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h11. Corrected fields: h6 (medical device ¿ problem code, type of investigation, investigation findings).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (investigation type, investigation findings, investigation conclusion, compound code), h11. Gas loss in iab circuit: a gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Causes of gas loss in iab circuit. 1. Leak, blood in catheter/balloon/extender tubing. 2. Loose connections between luers and connectors. 3. Patient condition such as (febrile or tachycardic). Gas gain in iab circuit" a gas gain in the iab circuit takes place when a gas gain has been detected in the iab circuit. When a cumulative shuttle gas gain exceeds 5 cc, relative to the last autofill volume. The alarm activates when iab inflation period >= 80 msec and deflation period >= 250 msec. Causes of gas gain in iab circuit. 1. Catheter occlusion /restriction. In both alarms the system will vent and the iab will deflate. These alarms can exist in all operational modes and trigger sources. The cardiosave instructions for use (IFU) outline specific patient conditions under which the pump should not be used. These contraindications include: severe aortic valve insufficiency. Presence of an abdominal or aortic aneurysm. Advanced calcific disease of the aorta-iliac region or significant peripheral vascular disease. For patients with severe obesity, groin scarring, or other conditions that make percutaneous insertion difficult, introducing the intra-aortic balloon (iab) catheter without an introducer sheath is not advised. For both alarms if none of these conditions are confirmed where no leaks in iab, iabp issues, loose catheter connections, catheter occlusions/restrictions, or it is confirmed the patient is experiencing conditions such as febrile or tachycardic, the alarms can be mitigated by performing a manual iab fill. Iab fill key: the fill key is a pump function, when pressed for 2 seconds it will initiate an autofill process. This function will purge and replace the shuttle gas (iab and extension catheter) with pure helium, and re-calibrate the fiber-optic iab, if appropriate. This function is used in conjunction with the gas gain in iab circuit and gas loss in iab circuit alarms to restore pump functionality.

Event description:
N/a.